Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 2207253. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a needle 26x3/8 ib had the needle come loose during use. The following was reported by the initial reporter: "it was reported that the needle tip got pushed into the plastic piece that hold the metal needle when trying to fill with insulin. Event description per attached email states: " caller reported [customer reported the needle tip got pushed into the plastic piece that hold the metal needle when trying to fill with insulin. Customer stated she tried to fill it but it then became bent. Number of occurrences - [1 did the caller insert the needle into the cartridge and encounter fill resistance? No.product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - [9350594 did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required."

Manufacturer narrative:
"Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 2207253. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. (B)(4).

Event description:
It was reported that a needle 26x3/8 ib had the needle come loose during use. The following was reported by the initial reporter: "it was reported that the needle tip got pushed into the plastic piece that hold the metal needle when trying to fill with insulin. Event description per attached email states: "caller reported [customer reported the needle tip got pushed into the plastic piece that hold the metal needle when trying to fill with insulin. Customer stated she tried to fill it but it then became bent. Number of occurrences - 1 did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - [9350594. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required.""